Event description:
This is an international report where there was some black substance found inside the packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a particulate matter was confirmed in the lab. The results of a sample evaluation revealed 1 loose particle on the inside of the overwrap and several small punctures in the overpouch. A root cause was not identified due to insufficient information. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.